Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tip of jaw a was broken off and not returned. The seal plate on jaw a was lifted/damaged. Functional testing found that the damage to the device's seal plate likely occurred due to mishandling. The device was recognized by the generator. Further testing could not be conducted due to the returned state of the device. It was reported that there was alarm activation concern. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen; vlft10gen ft series energy platformx1; lot number (t0l46520dx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the generator screen displayed an incomplete seal cycle message when the surgeon attempted to activate the device. There was no evidence of energy delivery and no end tones heard. Despite unplugging and plugging the device in several times, the issue persisted. The surgeon had grasped enough tissue and inspected it for obstructions, but the problem continued. Another ligasure device was successfully used with the same ft10 generator. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found the tip of jaw a was broken off and not returned and the seal plate on jaw a was lifted/damaged.